Event description:
It was reported that functional undersensing was noted on the device. The device was reprogrammed. The patient was in stable condition.

Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) resulting in inappropriate automatic mode switch (ams) was noted on the device. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.